Event description:
Patient representative reported right side "breast cancer history (unknown side), "caused plaintiff to endure emotional distress including suffering, anguish, fright, horror, nervousness, grief, anxiety, worry, shock, humiliation, and shame due to the risk of bia-alcl", "mental suffering", "the potential for the development of bia-alcl and any condition or symptoms associated with bia-alcl or the prevention of that issue", "concerns about developing alcl", "mental suffering", "debilitating physical pain", "discomfort", "depression", and "capsular contracture". Device has been explanted and replaced.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.